Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was placed six months prior during a stent placement procedure performed on an unknown date. Post-stent placement, on an unknown date, it was noted that the stent had spontaneously prolapsed. The patient was administered with laxatives in an attempt to achieve natural defecation. Subsequently, the stent moved into the descending colon; however, the stent eventually moved back to the sigmoid colon. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2303 captures the administration of laxatives to encourage natural defecation.